Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device causes major headaches while using it at night. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer on 1/31/2022 with no accessories (power cord and power supply). The software was upgraded, and the error log was cleared. The unit passed the final test on 7/22/2022.